Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder were reported in a research article in a subject population with multiple co-morbidities including aortic regurgitation, tricuspid regurgitation, and severe aortic sinus prolapse. Complications reported included aortic valve regurgitation, patient device interaction problem (residual shunt); these complications are anticipated for the procedure and subject population. Off-label use was associated with implantation in the ventricular septal defects. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature: clinical efficacy of amplatzer duct occluder ii device for the treatment of ventricular septal defect with aortic sinus prolapse in child patients b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "clinical efficacy of amplatzer duct occluder ii device for the treatment of ventricular septal defect with aortic sinus prolapse in child patients", was reviewed. This research article is a retrospective single-center experience to evaluate the efficacy of the amplatzer duct occluder ii in treating ventricular septal defects (vsd) complicated by aortic sinus prolapse (asp) in pediatric patients. The device included in this study was amplatzer duct occluder ii. The article concluded that the amplatzer duct occluder ii is a safe and effective interventional option for children with vsd measured less than 6 mm and associated with asp, provided that deployment results in stable positioning. [The primary and corresponding author was zhi chen, department of cardiovascular medicine, hunan provincial children¿s hospital, changsha, hunan province 410007, china, with corresponding e-mail: eychenzhi@163.com.] This study included patients with vsd complicated by asp from 01 january 2018 to 30 september 2022. A total of 94 patients were included in the study, of which 100% received an abbott device. The average age was 4.7 years. The majority gender was male. Comorbidities included aortic regurgitation, tricuspid regurgitation, and severe aortic sinus prolapse.